Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot number.

Event description:
It was reported that liquid leaked past the bd luer-lok¿ tip syringe stopper. The following information was provided by the initial reporter: "customer states that liquid is getting past the rubber stopper". Event date: unknown. Occurrence: 1-2 samples not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that liquid leaked past the bd luer-lok¿ tip syringe stopper. The following information was provided by the initial reporter: "customer states that liquid is getting past the rubber stopper" . Material: lot: event date: unknownoccurrence: 1-2 samples not available.